Event description:
A healthcare facility in (B)(6) reported that an mr850 respiratory humidifier was intermittently displaying low temperature alarms. The healthcare facility reported that the device alarmed several times during the night. No pt consequence was reported.

Manufacturer narrative:
Ps55408. The mr850 respiratory humidifier is currently at the fisher & paykel healthcare regional office in (B)(4) for testing and service. We have requested further info from the customer in order to complete our analysis of this complaint. We will submit a f/u report upon completion of our investigation.